Event description:
It was reported that the pt's catheter was damaged at the connector; it broke "right where the connector hooks on the pump". The pt had no symptoms related to the event. A catheter revision was done; the proximal segment was revised. The pt was reported to be "doing fine". The medication being delivered via the device system was not reported.